Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius. Based on the device analysis the final assessment is: -a striated opening in the radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side "deflated tissue expander.¿ device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported right side "deflated tissue expander.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "patient that two deflated tissue expanders.¿ device remains implanted. Right side.